Event description:
Vascular intervention case to treat a chronic total occlusion in the sfa. The physician was using the turbo-elite in a stent but was unable to make progress so the turbo-elite was removed revealing that a part of the device was left in the body. This was a cto that the physician was unable to cross; treatment with a balloon was attempted but abandoned due to fear of causing the tip of the turbo-elite to embolize. The physician believed that while attempting to cross the cto with the guidewire that the guidewire may have went through a stent strut allowing the tip of the turbo-elite to be pushed through the strut while following the guidewire; causing the damage to the catheter.